Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula and corrosion in the device. The device was originally reported for a hazard alarm during operation. No treatment was reported.

Manufacturer narrative:
The pod generated an 0x10 alarm, indicating reset due to sawcop expiration. No damages were observed that can be confirmed as the cause of the reported 0x10 alarm. The cause of the 0x10 alarm could not be determined. Internal corrosion was observed. An internal tear was observed on the soft cannula, resulting in a fluid leak. It could not be determined if the internal tear is in any way linked to the reported 0x10 alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.